Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR:the complaint device was not received at the complaint investigation site (cis) for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The 99% stenosed, focal target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). After passing through the 6f sheath, pre-dilation was performed and a 6 x 40 x 75 innova¿ stent was advanced ipsilateral femoral approach over the .014 guidewire and stent deployment was initiated. Severe resistance was felt when the thumbwheel was turned and the stent was only slightly deployed. The physician attempt to deploy any further and stent placement was stopped. The device was removed and the procedure was completed with a different device successfully. There were no patient complications reported and the patient¿s status post procedure was stable.